Event description:
Healthcare professional reported "capsular contracture (baker grade iii)" against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" against left device. The device has been explanted.

Event description:
Healthcare professional reported, "capsular contracture, (baker grade iii)" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation : the device related to the reported capsular contracture was received (B)(6) 2022, with lot number 3561617. Analysis of the returned device identified, weight to the spec and creases fold. Cloudy and bubbles in the gel observed, after autoclave cycle. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.